Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("left fallopian tube with essure coil: two fragments of metal. Both pieces of metal are consistent with a disrupted essure coil.") In a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of gallbladder operation, cesarean section, prehypertension, anemia, parity 5, multi gravida, morbid obesity, abnormal uterine bleeding, menometrorrhagia and pelvic pain. Previously administered products included: mirena. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 1012 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure device, and myomectomy). The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: diagnosis: a) left fallopian tube, salpingectomy: fallopian tube with no significant histopathologic findings. Two foreign bodies consistent with intrauterine contraceptive device. B) right fallopian tube, salpingectomy: fallopian tube with no significant histopathologic findings. Two foreign bodies consistent with intrauterine contraceptive device. C) uterus, myomectomy: leiomyoma d) uterus, endometrium, dilation and curettage: fragments of secretory endometrium. No hyperplasia or malignancy gross description: left fallopian tube with essure coil: two fragments of metal: 3.0x 0.2x 0.2cm and 4.2x 0.2 x 0.2cm. Both pieces of metal are consistent with a disrupted essure coil. Within the lumen is an intact essure coil, 6.5x0.2cm. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("left fallopian tube with essure coil: two fragments of metal. Both pieces of metal are consistent with a disrupted essure coil.") In a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of gallbladder operation, cesarean section, prehypertension, anemia, parity 5, multi gravida, morbid obesity, abnormal uterine bleeding, menometrorrhagia and pelvic pain. Previously administered products included: mirena. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 1012 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure device, and myomectomy). The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: diagnosis: a) left fallopian tube, salpingectomy: fallopian tube with no significant histopathologic findings. Two foreign bodies consistent with intrauterine contraceptive device. B) right fallopian tube, salpingectomy: fallopian tube with no significant histopathologic findings. Two foreign bodies consistent with intrauterine contraceptive device. C) uterus, myomectomy: leiomyoma d) uterus, endometrium, dilation and curettage: fragments of secretory endometrium. No hyperplasia or malignancy gross description: left fallopian tube with essure coil: two fragments of metal: 3.0x 0.2x 0.2cm and 4.2x 0.2 x 0.2cm. Both pieces of metal are consistent with a disrupted essure coil. Within the lumen is an intact essure coil, 6.5x0.2cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.